Event description:
This x-ray system's fluoro image was very faint with an unreadable darken image.

Manufacturer narrative:
(Conclusions) - the investigation found that there was a defective x-ray tube. It was replaced and resolved the problem. Also, reviewing the trending failure analysis it was concluded there is no exceptional tube replacement rate. Therefore, there is no need for a mandatory field action. (B)(4).